Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2018. The patient had a small uterus and the physician mentioned it took "some effort" to eventually reach 2.5cm width. The procedure completed and the patient was released. Approximately 24 hours post-ablation, the patient presented to the emergency room with abdominal complaints. A CT-scan showed evidence of small bowel obstruction. An exploratory laparotomy was performed and thermal injury was seen on the serosal surface of the fundus and segment of small bowel. A bowel resection with re-anastomosis was performed. The patient was placed on antibiotics post-operatively, but had a prolonged hospitalization due to complications including clostridium difficile infection. The patient had a history of an endocrine disorder and a lumbo-peritoneal shunt.